Event description:
The customer reported being hospitalized for low blood glucose of 37mg/dl. The caller mentioned that he passed out and experienced nausea. The customer stated the low glucose was due over infusion. During the call, the customer also reported being hospitalized due to diabetes ketoacidosis and high blood glucose over 600mg/dl on (B)(6) 2012. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. The customer did not have a tubing clamp available to perform the high pressure test, and he requested having the insulin pump replaced. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.